Event description:
Baxter (B)(4) reported to corporate product surveillance regarding the clearlink microbore y-type catheter extension set in which leaking was observed in one of the leads in the y-type connector, it appears to be a leaking from a welded junction. The condition was observed while running a class b protocol. No patient/user involvement, injury or adverse event is reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.